Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and further evaluation, the foreign material was found in the air/water nozzle, not the forceps channel. The foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope] -inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had an air leak from the operation unit. Inspection and testing of the returned device found that the forceps channel nozzle had foreign matter-related clogging; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of pre-cleaning, the air / water nozzle was flushed with water and air, the nozzle was cleaned with lint-free cloths / brushes / sponges, and the air / water nozzle was flushed with detergent solution. There were abnormalities in the accessories used for reprocessing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the forceps channel nozzle had foreign matter-related clogging due to insufficient cleaning. In addition to the nozzle, which was clogged with foreign material, the evaluation findings are as follows: the water tightness was lost due to a crack on the switch box. The bending angle in the up direction did not meet the standard value due to the wear of the angle wire. The play of the up / down knob was out of standard value due to the wear of the angle wire. The bending section cover had a scratch. The adhesive on the bending section cover had a chip, crack, and a white-clouded area. The adhesives around the objective lens had a white-clouded area. The adhesives around the light guide lens had a white-clouded area. The plastic distal end cover had a scratch. The connecting tube had a scratch and a wrinkle. The suction cylinder was shaved and switch button one (1) had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.